Manufacturer narrative:
(B)(4).

Event description:
Procedure: baa. According to the reporter: fathoms dissolved and/or frazzled themselves intraoperative. Patient had high blood loss due to bleeding of the tissue anastomosis. A relaparotomie was necessary. Patient injured, extensive of op by more than 30 min, blood loss of more than 250cc, no extension of incision, no change of op, no loss or damage to tissue, no reinforcement material used. Patient had to be re-operated due to secondary bleeding of the tissue prothesis. Blood loss was more than 500ml defect sample is not available anymore, fathom was ripped and separated in different fragments. Fathom structure was not seeable and recognizable. The patient was re-operated , no further information available. Hospital stay extended, not known how long, intensive station extended by two days. No information about current patient status.